Event description:
It was reported that stent damage occured. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced but severe resistance was felt midway and the device failed to cross even after several attempts. When the device was removed from the patient's body, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.